Event description:
It was initially reported that the angiosculpt balloon disengaged during unpacking. Upon follow-up, it was reported that the hub, which was intact to the strain relief, detached from the catheter just after removal from the hoop and that there was no patient contact with the angiosculpt device.

Manufacturer narrative:
The center shaft separation occurred and was detected prior to use of the device in the patient. The catheter was not used in a patient. Thus, there was no patient involvement. Foreign country of origin is (B)(6). Evaluation summary: the catheter was returned in two pieces. Visual examination of the returned catheter found that the catheter shaft separated at the hypotube, approximately 15 mm from the distal end of the hub. There is evidence of necking on the hypotube at the location of the separation.